Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release.as a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2021 due to peritonitis. No additional information provided during initial reporting. Subsequent attempts to obtain additional information (e.g., discharge summary, culture results) have thus far proven unsuccessful.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler, liberty cycler set and the adverse event of peritonitis (characterized by abdominal pain), which warranted hospitalization. The etiology of the patient¿s peritonitis is unknown; therefore, causality cannot be established. However, individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum. Based on the totality of the information available, the captured pd products cannot be excluded from having a possible casual and/or contributory role in the patient¿s peritonitis and subsequent hospitalization. Presently there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused/contributed to the events. However, limited information precluded a more in-depth investigation. If the cycler is returned, a manufacturer evaluation may dissociate the liberty cycler from having contributed to the serious adverse events. However, without a discharge summary, causality and the current disposition of the patient, this clinical investigation cannot disassociate the device/product from the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2021 due to peritonitis. No additional information provided during initial reporting. Subsequent attempts to obtain additional information (e.g., discharge summary, culture results) have thus far proven unsuccessful.